Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was not detected during the load sequence multiple times. Tandem technical support assisted customer in successfully reloading the cartridge and insulin delivery was resumed. Customer's blood glucose level was 219 mg/dl.